Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) "82019". The patient¿s wife stated she and the patient were sleeping when the alarms started going off on the dexcom. She got up and saw that his readings were at 59 mg/dl and tried to wake him up, but he was passed out and was unresponsive. She called the paramedics and when they arrived, they took a finger stick reading and the bg meter showed he was at 63 mg/dl compared to the dexcom reading of 41 mg/dl. The paramedics provided the patient with glucose and unknown medications. Prior to leaving, the paramedics stated the patient¿s blood sugar 169 mg/dl while the values continued to drop on the dexcom and eventually showed a sensor error. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: the sensor was inserted into the abdomen on (B)(6)2019.

Event description:
The sensor was inserted into the abdomen on (B)(6)2019.